Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas corporation alleging cgm (dex 090) issue. It was reported that multiple cs 215 call service alarms were emitted with multiple transmitters. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the interruption of the cgm data stream may cause the user to miss their bg trending and thus fail to react to any potential bg excursions.

Manufacturer narrative:
Follow-up #1: date of submission 07/21/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 06/30/2016 with the following findings: a review of the pump¿s black box and continuous glucose monitoring (cgm) history showed a cs 215 cgm failure warning. During investigation, a test transmitter paired successfully with the pump. During testing, blood glucose (bg) value was set to 120 mg/dl twice within two hours. Both bg calibration requests entered successfully. The pump and transmitter were run over night with a steady reading of 115 mg/dl within +/- 20%. No alarms or warnings occurred during testing. No cs 215 warnings occurred during testing. The pump¿s cover was removed and no intermittent condition was found to the cgm module or to the printed circuit board. The complaint of a cs 215 call service issue was shown in the pump history but was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).